Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that they feel like their bite is not right. A patient stated that when they are not wearing their aligners, they feel like their bite is not right. When they bite down their bottom teeth are pressing rather hard on their front teeth. Mainly on the left side. Their top teeth are straight now but they feel like they need more work to push the teeth out more to make it wider so that the bottom teeth don't smash into them with they bite down. The patient said their teeth on the bottom are very close to where they need to be but their left canine tooth on the bottom is still back too far in comparison with the right canine tooth. The patient then said: "when I put my top aligner in, they have a lot of blood in them. I rinse it out and put it back in and it doesn't bleed but I still taste blood. I also have a new sensitivity to hot and cold food and drinks on top and bottom but mostly the top. My bottom aligner is so tight that it hurts to snap it in and continues to hurt all night."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.